Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that, "cross threaded the inserter and the (B)(4), the inserter ball wouldn't expand to hold the implant and could not insert the cup into the patient. Couldn't loosen the inserter ball enough to try to insert the cup. The inserter wouldn't loosen or tighten no matter what was done."